Manufacturer narrative:
The insulin pump had no unexpected prime/fill anomalies noted during testing. The insulin passed displacement test, rewind test, prime test, basic occlusion test and occlusion test. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The insulin pump had issues with infusion set. Customer stated that during fill tubing insulin continued dropping after letting go of act button. Customer stated she received low reservoir and was replacing infusion set. The customer's blood glucose was 121mg/dl. The insulin is not squirting out, but customer wanted to troubleshoot. Customer reported insulin continues to drip after letting of the act button during the prime process. The customer was not wearing the insulin pump during priming. During troubleshooting, instructed customer to hold the act button until insulin begins to exit out of the tubing. Advised to observe the end of the tubing once act is released, insulin continued to drip after letting go of the act button. Customer stated there is a gap between the piston and the reservoir stopper. Advised customer the insulin pump will be replaced and revert to backup plan.